Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump does not deliver properly in (B)(6) 2016 and in (B)(6) 2017. Caller reported experiencing elevated blood glucose, and dka requiring hospitalization; was treated with injections. Requested return of the alleged device for evaluation.